Event description:
International customer reported that the patient underwent an open incisional/ventral hernia repair procedure in 2008, during which ultrapro mesh was used. Postoperatively nine days later, it was noted that the patient had developed a seroma. The seroma was evacuated and subsequently reported as resolved the following month.

Manufacturer narrative:
Date sent to the FDA: 12/03/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.